Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had crack in it and she was also struggling because it was saying reservoir and tubing at the bottom of the screen. She loaded the insulin pump and primed but it was a major struggle due to she was not seeing well. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. No missing segments, partial display or display anomaly noted. Device received with scratched case, pillowing keypad overlay and cracked case (battery tube). The p-cap does lock properly. (B)(4).